Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the lancet will not retract. Agent advised caller to remove the current drum and insert a new drum properly into the device. Caller replaced the cap onto the device then primed and fired the device and a lancet protruded from the opening in the cap and did not retract. No adverse event alleged. A request was made for the return of the device. Lot not available.